Event description:
On (B)(6) 2022 during a call with fresenius technical support for drain complications, it was reported that this female peritoneal dialysis (pd) patient recently had an episode of peritonitis and had completed the course of antibiotic therapy. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 for a regularly scheduled appointment. Prior to the appointment, the pdrn attempted to have the patient come in and be seen for a report of lots of fibrin seen in the pd effluent for a few weeks. When the patient arrived at the clinic on (B)(6) 2022 she brought the pd effluent bag from that morning. The bag appeared cloudy. The patient denied any abdominal pain and had no fever. A pd effluent culture was obtained. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 2g and gentamicin 80mg. The patient was diagnosed with peritonitis. The patient was administered a second gentamicin dose of 40mg on (B)(6) 2022. The culture resulted positive for streptococcus oralis and streptococcus mitis. The white blood cell count was 4416 (unknown units) with 77% polymorphonuclear cells. The gentamicin was discontinued at that time, and the vancomycin was given on (B)(6) 2022 and again on (B)(6) 2022. The cause of the peritonitis is unconfirmed. The patient contact sets up the liberty select cycler for treatments and denies any breach in aseptic technique. The pdrn stated the patient was positive for covid-19 4-6 weeks prior to the peritonitis diagnosis. The pdrn stated the patient has never had an issue with fibrin or peritonitis before and doesn¿t know if there is any correlation between the two.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The cause of the peritonitis was not confirmed. However, the culture result of streptococcus oralis and mitis suggests a breach in aseptic technique as they are part of the normal flora of the oral cavity and upper respiratory tract. All dialysis treatments include a risk of infection due to the decreased immune system in patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, defect, or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On 24/mar/2022 during a call with fresenius technical support for drain complications, it was reported that this female peritoneal dialysis (pd) patient recently had an episode of peritonitis and had completed the course of antibiotic therapy. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 for a regularly scheduled appointment. Prior to the appointment, the pdrn attempted to have the patient come in and be seen for a report of lots of fibrin seen in the pd effluent for a few weeks. When the patient arrived at the clinic on (B)(6) 2022 she brought the pd effluent bag from that morning. The bag appeared cloudy. The patient denied any abdominal pain and had no fever. A pd effluent culture was obtained. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 2g and gentamicin 80mg. The patient was diagnosed with peritonitis. The patient was administered a second gentamicin dose of 40mg on (B)(6) 2022. The culture resulted positive for streptococcus oralis and streptococcus mitis. The white blood cell count was 4416 (unknown units) with 77% polymorphonuclear cells. The gentamicin was discontinued at that time, and the vancomycin was given on (B)(6) 2022 and again on (B)(6) 2022. The cause of the peritonitis is unconfirmed. The patient contact sets up the liberty select cycler for treatments and denies any breach in aseptic technique. The pdrn stated the patient was positive for covid-19 4-6 weeks prior to the peritonitis diagnosis. The pdrn stated the patient has never had an issue with fibrin or peritonitis before and doesn¿t know if there is any correlation between the two.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as received simulated treatment with reduced dwell times was performed. Clamped the patient line during a drain phase and verified that an alarm or warning occurs. The treatment was completed with no problems or failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump mushroom heads and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.